Event description:
It was reported that while inserting a vantex catheter through the subclavian in the ICU, the pt's lung became punctured. After receiving mixed readings the dr. Performed a CT scan and noticed that the lung was punctured and full. It was further stated that an extra procedure was performed on the pt.

Manufacturer narrative:
The device will not be returned for evaluation as the device was discarded at the hospital.